Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to t wave oversensing. The device was programmed in the primary sensing vector. Technical services (ts) provided a review noting that the r wave amplitude is very small which results in t wave oversensing and inappropriate shocks that break the arrhythmia. The sicd was then reprogrammed to secondary sensing vector and the patient received another inappropriate shock. Ts was consulted, recommended considering medication or ablation. Additionally, the physician determined that the patient was having a slow ventricular tachycardia (vt) that could have been terminated with anti-tachycardia pacing (atp). Reprogramming additional vectors could not mitigate the oversensing. The physician elected to explant this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) to replace it with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to t wave oversensing. The device was programmed in the primary sensing vector. Technical services (ts) provided a review noting that the r wave amplitude is very small which results in t wave oversensing and inappropriate shocks that break the arrhythmia. The sicd was then reprogrammed to secondary sensing vector and the patient received another inappropriate shock. Ts was consulted, recommended considering medication or ablation. Additionally, the physician determined that the patient was having a slow ventricular tachycardia (vt) that could have been terminated with anti-tachycardia pacing (atp). Reprogramming additional vectors could not mitigate the oversensing. The physician elected to explant this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) to replace it with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.